Manufacturer narrative:
Ps341743. Method: the complaint device mr290v humidification chamber was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, our previous investigation results and our knowledge of the product. Results: visual inspection of the photograph provided by the customer revealed a hole in the mr290 chamber base. Conclusion: based on the information provided by the customer and our investigation of the complaint device, the cause of the degradation is likely due the presence of specific sterile dilluent containing sodium chloride. Sodium salt is highly corrosive to aluminium. The presence of this solution could cause degradation of the aluminium plate over time. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "use usp sterile water for inhalation or equivalent."

Event description:
A healthcare facility in texas reported via a fisher & paykel healthcare (f&p) field representative that the mr290v vented autofeed humidification chamber base has pin holes. It was reported that the chamber was used with flolan through aerogen nebuliser and was cleaned with oxivir tb wipes. There were no reported patient consequences.

Manufacturer narrative:
Ps341743. The complaint mr290v chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the mr290v vented autofeed humidification chamber base has pin holes. It was reported that the chamber was used with flolan through aerogen nebuliser and was cleaned with oxivir tb wipes. There were no reported patient consequences.